Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. The procedure was cancelled. During a pulsed field ablation (pfa) procedure, a versacross connect for faradrive kit was selected for use. The physician completed the transeptal successfully and versacross rf wire was in the left atrial appendage (laa) very shortly before being put in the left superior pulmonary vein (lspv). There was no effusion noted on intracardiac echocardiography (ice) after crossing. Physician proceeded to pre-map and then inserted the farawave catheter. The catheter was then inserted and delivered 8 applications in the lspv successfully. Then, the device was moved to the left inferior pulmonary vein (lipv) and delivered 4 basket applications. The anesthesia team noticed that the blood pressure was low, the physician checked on the intracardiac echocardiography (ice) and noted an effusion. The devices were removed from the patient and a pericardiocentesis was performed. The patient stabilized and blood pressure returned to normal. The patient is expected to fully recover from the event and was kept for observation. The device will be returned for analysis. In the physician opinion, the cause of the effusion could be the farapulse system. The versacross device was not inside patient body when effusion noted neither the physician believed versacross device contributed to patient complication. Prior to going transseptal the patient's act was over 300. The patient was stable and extubated on (B)(6) 2025 and the physician hoped they would be discharged in the coming days. Device was deployed in basket at the lipv when the effusion was noticed, 8 minutes after ablation.